Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for iron2 iron gen.2 on a cobas 6000 c (501) module. Of the two samples, one sample had an erroneous result which is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 30.7 ug/dl, which repeated as 15 ug/dl. No adverse events were alleged to have occurred with the patient. The iron2 reagent lot number was 27873401, with an expiration date of 30-sep-2018. The field service engineer checked the pump pressure which was ok. He checked the probe alignments. He cleaned the rinse station and probes. The cuvettes were checked and no scratches or damages were seen on the surface. The cuvettes were dry. Precision studies were performed and were acceptable.

Manufacturer narrative:
The alarm trace showed abnormal probe sucking errors. Hardware and reagent issues were excluded. The investigation determined the root cause of the event was an uncooled centrifuge and the customer¿s pre-analytics.